Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Surgeon broached using size 8 broach. Impacted size 8 stem into femur and implant went down further than expected. Discarded size 8 and impacted size 9 which fit nicely.